Event description:
A customer reported the probe would not cut prior to a procedure. A new probe was used to begin the procedure. There was no patient involvement.

Manufacturer narrative:
Eight lot numbers were identified with the complaint. The device history records for the component lots were reviewed. Anomalies occurred in the manufacture of the reported product that may have contributed to the reported complaint. One lot was rework/reinspected prior to being released according to manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).